Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that prior to an unknown procedure, inner sterile packaging seal broken. Used an alternative device to complete the procedure. There were no adverse consequences for the patient reported.